Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) on the perfusion system would not calibrate. In the aux screen, they observed a code of "23-0". The device was not changed out, as they used this system for the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per technical support error code "23-0" indicates the oxygen (o2) sensor was not outputting any voltage. After the case, the customer took the system out-of-service for repair. The field service representative (fsr) replaced the o2 sensor and tested the epgs calibration. The unit operated to MFR specifications and was returned to clinical use. The fsr downloaded the epgs and system logs and sent to the MFR for eval. The suspect o2 sensor was return to the MFR for further eval.